Event description:
During routine testing, the user found that the unit would not power up. There was no pt harm involved. Examination of the unit disclosed damage to the power supply and the mother board. The damage was determined to have been caused by water that entered the enclosure. The event is not occurring more frequently or with greater severity than is usual for the device.